Manufacturer narrative:
Based on the information provided, the root cause of the post-operative complication is unknown. There is no allegation or evidence that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is obtained, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure this complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted hemicolectomy surgical procedure, the patient experienced post-operative bleeding. As a result, there was a blood transfusion rendered to the patient. However, at this time, the root cause of the reported issue is unknown.

Event description:
It was reported that after a da vinci-assisted hemicolectomy surgical procedure, the patient experienced post-operative bleeding. As a result, there was a blood transfusion rendered to the patient. On (B)(4) 2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: it was reported to him by the surgeon, that the patient allegedly experienced post-op bleeding, and he believes the patient might have had a blood transfusion. It was confirmed there was no surgical intervention, and the surgeon did not allege any malfunction of a da vinci system, instrument, or accessory occurred.